Event description:
Additional information was received reporting lesion characteristics were radial access, size unknown. Vessel tortuosity was minimal. The device and any accessories were prepared as indicated in the IFU. The cause of the event was the catheter was hubbed because it was shorter than they normally use (95cm vs 105cm) so they were pushing it up against the short sheath. Physician confirmed they had no concern for the patient safety, just wanted to report the break. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a catheter radial guide 106f-071-95, the catheter broke at the point where the hub meets the catheter, and leaking was noticed. The physician was using a 6fr merritt short sheath and was hubbed to the short sheath when the issue occurred. The catheter was replaced by another medtronic product, rist 6f 95cm, which had been previously purchased by the account. The patient, aged 75, experienced no adverse events due to the catheter breaking, and the outcome was reported as fine. No patient complications have been reported as a result of this event.